Event description:
It was reported that the patient was charging their implanted neurostimulator earlier today and therapy was on and the battery level was 30-40% charged then somehow therapy turned off and they were not sure what happened. Patient said they kept charging the battery with the recharger and was able to continue charging but when they tried to use the communicator to turn therapy back on they got the message: not found communicator. Worked with patient to close all apps and reset the communicator by holding down the power button for 45 seconds. Patient confirmed the green light came on. Patient was successful to connect to their settings and turn therapy back on. The troubleshooting steps that were taken on the call resolved the issue. Patient reported that this issue happened before a few months ago: where it turned off but they know then their implant battery very low and they have increased the settings but it has been extremely gradual. Reviewed recharging best practice and recommended reporting to their doctor.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.